Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2016. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per op notes, "an inguinal incision made, a perfix plug was placed to the poupart's ligament and rectus fascia with prolene sutures." On (B)(6) 2016 - patient was diagnosed with infected mesh thereby underwent repair with removal of mesh. Per op notes, "the infected mesh was removed, a biologic mesh was placed."

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2016. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges patient experienced emotional distress and the device was defective.